Event description:
Information received indicates when the brake is engaged the casters still swivel.

Manufacturer narrative:
The technician replaced the four worn brake casters to repair the stretcher.